Manufacturer narrative:
Isi has not received the illuminator and icc board for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a surgical procedure, non-recoverable error 252 occurred as the customer began the da vinci-assisted portion of the procedure. The customer verified the blue fiber cable connections and that power was given to all components. The customer then restarted the system and received non-recoverable error 4000. The customer turned off the system and contacted a technical support engineer (tse) for troubleshooting. Tse reviewed the logs and found errors 252 and 40067 followed by errors on the master tool manipulators (mtm). Tse guided the customer through a full emergency power off (epo). After restarting the system again, only error 297 was in the logs. Tse asked the customer to disconnect the illuminator and dual camera control unit (doco) cables and restart again. After doing so, recoverable error 48238 appeared. The customer recovered the error and proceeded with an external light source. There was no reported injury to the patient. On january 21, 2019, intuitive surgical, inc. (Isi) followed up with the site and obtained additional information regarding the reported issue: the procedure being performed was bariatric surgery and it was made more difficult due to the reported issue. The procedure was able to be completed with the external light source. There was no adverse effect, harm, or outcome to the patient. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the illuminator, but then errors 252 and 297 appeared pointing to the isi core controller (icc). The fse then replaced the icc board and the issue was resolved. Following service, the system was tested and verified as ready for use.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) has received the devices involved with this complaint and completed evaluation. For the illuminator, failure analysis investigation was able to replicate/confirm the reported issue. A visual inspection was performed: the fans were found to be dusty and the front bezel was found to be scratched. The illuminator was installed into an in-house system and tested. It failed at power-on with error 48238, which indicated that communications with the illuminator have been lost or interrupted for a significant period. For the icc, failure analysis investigation could not replicate the reported issue. The board was installed into an in-house system and tested. It passed all tests with no trouble found.

Event description:
Refer toadditional for follow-up information.